Event description:
Reporter indicated that vns pt had passed away. Further follow-up revealed that the pt was found face-down in bed and the cause of death was determined to be sudep. Pt was last seen by physician in 2001 when they were responding "well" to vns therapy and had a 50% reduction in seizure activity. It was decided by their physician to trail them off lamictal. Autopsy results are pending.